Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient mentioned he was out of it after the procedure from anesthesia, so he has not started tracking symptom data. The patient mentioned he increased stimulation from 3.5 to 5.0 but, after a few hours it became uncomfortable and he turned the stimulation down to a comfortable level. On another call the patient reported he increased his stimulation to an uncomfortable level to make sure it is still working and then decreased the stimulation to a comfortable level. The patient is concerned the lead may have moved, because the tape came off and he will have his clinician take a look at it this week.